Manufacturer narrative:
Follow-up # 1 ¿ (03/21/2015).the patient¿s test strips have been returned on 2/12/2015 and evaluated by lifescan product analysis on 3/9/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) alleging that the subject meter (onetouch verio iq) read inaccurately high compared to a lab calibrated device. The reporter claimed obtaining blood glucose readings of 217 mg/dl with the subject meter and 156 mg/dl on the lab device, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.